Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 2 devices were received. 1 device was not available for evaluation. Event confirmation status: 1 reported event was confirmed. 1 reported event was not confirmed. Evaluation results: 1 device was found to be affected by worn bladders and battery. 1 device had no problem found. 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly had a decrease in pressure. 3 events had patient involvement; no patient impact.